Manufacturer narrative:
A pacemaker was returned above elective replacement indicator (eri) for the reported event of the silicone ring of the a-septum falling out onto the hex wrench. Analysis found that the adhesive bonding the septum to the septum cavity was not present, so no bonding occurred between the header and the adhesive. The reported event was confirmed as the silicone ring detached onto the hex wrench with no means of staying in place. Electrical testing revealed no other anomalies.

Event description:
It was reported that a patient presented during a pacemaker implant procedure. After the right atrial lead was screwed into the pacemaker with a hex wrench in the body, the clear silicone ring from the pacemaker fell out onto the hex wrench. The pacemaker was removed and replaced while the chest pocket was open. The patient was in stable condition.